Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in finland. On (B)(6) 2024, the patient father reported that the patient faced infusion set was leaking from the tubing. The infusion set was in use for two days. No further information available.